Manufacturer narrative:
(B)(4).

Event description:
Additional information was received, indicating that the patient presented with 4+ tyndall effect; however, there was no hypopyon and "clear glass" was noted. Treatment with an antibiotic was given for 10 days, and subconjunctival injection of triamcinolone and antibiotics was administered in the anterior chamber on (B)(6) 2017.

Manufacturer narrative:
Product history records were reviewed and the documentation indicated the product met release criteria. There are no other complaints in this lot. The customer indicated the use of an unspecified cartridge and an unspecified handpiece. Without the cartridge and handpiece model, it cannot be determined if this is a qualified combination. The product investigation could not identify a root cause. (B)(4).

Event description:
The surgeon clarified that "clear glass" was an incorrect translation of "clear vitreous".

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received via a company representative, indicating that visual acuity loss and pain were also noted. Dexamethasone with neomycin was also given postoperatively; however, it is unclear if this was given within or outside of standard postoperative care. It was also reported that results were good after one month; however, six patients had posterior capsular opacification (pco) requiring yttrium aluminium garnet (yag) laser treatment at three months, but it is unclear if this patient was affected.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. UDI number is not available due to the limited information provided by the reporter. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that 10 days after an intraocular lens (iol) implant procedure, the patient presented with a severe inflammatory reaction. It was reported that the patient has not yet been hospitalized; the doctor plans to see the patient soon. Additional information has been requested. This is one of three reports for this issue from this facility.